Manufacturer narrative:
A review of the image result files showed that cell 2 of the initial antibody screening assay resulted as negative, but visually appeared weakly positive. Customers were notified of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
On (B)(6) 2015, the customer reported that an unexpected negative result was obtained with a sample known to contain anti-e.